Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/14/2015 with the following findings:a review of the pump black box data revealed pump reboots. During testing, the battery cap secured properly to the pump to maintain power. No damage was found to the battery compartment or cap. The pump did not lose power when the ir port was connected; the complaint was not duplicated. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no loss of power. The pump case was removed, and no internal moisture or damage was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump lost power when the ir port was connected to download the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.